Manufacturer narrative:
(B)(4). Batch # p91912 the device was returned with the tissue pad damaged, melted, and 100% present. Dry body fluids were observed on the shaft, instrument cable, handle, and jaw. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk . The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, a piece of the tissue pad fell off into the patient. The piece was retrieved but discarded. The issue didn¿t affect the outcome of the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.